Manufacturer narrative:
Initial and final MDR-2581156-device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula issue event on 15-feb-2026. The infusion set cannula was bent, resulting in an occlusion. The patient's blood glucose level was high and a correction was administered using multiple daily insulin injections. No further information available.